Event description:
User facility sent medwatch report to siemens nmg group stating that cardiologists discovered thallium studies with anterior septal defect. Pts were cathed results were false positive.